Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: total hip replacement. Instrument did not work as designed. Broach was unable to be attached to handle. Procedure was carried on with a like instrument from the same set. There was no delay in the procedure. No adverse event to patient. Patient was fine post surgery.

Manufacturer narrative:
Conclusion and justification status for MDR: functional examination of the submitted device could not replicate the reported event. Functional testing found the device to assemble and disassemble with no restrictions. When assembled the handle held the broach firmly. The handle lever has a slight toggle, but functioned as design intended. The overall condition of the handle suggest moderate to heavy usage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.